Manufacturer narrative:
Concomitant medical products: product ID: 97745, serial#: (B)(4), product type: programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins). The patient reported that the controller was charged to 100% and when it was plugged in the recharger (rtm) to charge ins and the controller screen went blank and the green light stopped flashing. The controller battery was removed, and the controller was plugged into 2 different outlets, but the screen stayed blank. The patient reported that the ins was dead, and they have lot of pain in the leg.